Event description:
Procedure: lap hernia. The current patient status is good.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to report, the balloon would not inflate, the valve was broken.